Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(4) reported that, at 2:25 p.m., the customer obtained a blood glucose reading of 155 mg/dl on a contour next link meter. Upon retesting at the same time on an a different meter, a reading of 87 mg/dl was obtained. The customer was administered with insulin and presented with symptoms of hypoglycemia. The customer ate sugar. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for evaluation. A replacement meter and contour next control solution were sent to the advocate. Since the strip information was not provided, this report will be submitted under the meter information.